Event description:
Electrical muscle stimulation suits have been practiced in (B)(6) at a store called (B)(6). I have had neurological pain since I had my training at (B)(6). Upon come research, I found that this bodysuit is not approved in the united states. I believe they are also training children under the age of 18.